Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-4068-90 was received for evaluation. Visual inspection revealed the nitinol wire had frayed at the distal end, with tissue residue present. The transition between the two strands from the triangular tip to the bound wire portion had been pulled apart, and approximately 0.4 inches of the bound state wire was separated. The proximal end was intact. Without additional information, the most likely cause for the reported failure can be attributed to user error of the device due to pulling the nitinol wire with excessive force while it remained attached to tissue that acted as an anchor remained attached to tissue that acted as an anchor.

Event description:
It was reported that during a rotator cuff fixation surgery the nitinol wire loop of the device spliced (frayed) at the lasso. A second device with the same lot number was used to continue the surgery and the same defect also occurred with the second device. The surgery was finished successfully with a third device with the same part number. According to the surgeon no harm for patient, operator or third party occurred. It was not necessary to switch the surgical technique or do a second surgery.